Manufacturer narrative:
Additional information: one (1) actual sample was received for evaluation. A visual inspection with the naked eye noted a damaged main body. There was evidence of an unknown substance on the main body and beneath the twist sleeve that could contribute to the damage. The reported condition was verified. The cause of the condition was determined to be related to foreign solvents, dye or cleaning agents exposed to the transfer set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue mainbody of a minicap transfer set cracked and broke. This occurred during use for peritoneal dialysis therapy. The transfer set had been in use for 10 days. There was no patient injury or medical intervention associated with this event. No additional information is available.